Event description:
The complaint is reported as: the vascular access team was called to remove a single lumen PICC. The patient, who was a very small elderly lady, had pulled the pigtail of her catheter. It snapped, leaving the hub within the statlock and the catheter indwelling. No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: the vascular access team was called to remove a single lumen PICC. The patient, who was a very small elderly lady, had pulled the pigtail of her catheter. It snapped, leaving the hub within the statlock and the catheter indwelling. No patient harm was reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. There was one potential finding. Without the device returned for evaluation, it cannot be confirmed if this is relevant to the complaint issue. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.